Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 10-aug-2023. The device evaluation was completed on 14-aug-2023. It was reported by the biosense webster inc. (Bwi) representative that at the end of the case, the physician complained about a ¿hairline fraction seen with the flash line¿ on the vizigo¿ sheath and the solution was leaking. The vizigo¿ sheath was replaced. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage on the device. Microscopic examination of the side port and hemostatic valve surface did not show stress marks or any anomaly. Then, an irrigation test was performed, and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000145 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a side port leakage issue occurred. It was reported by the biosense webster inc. (Bwi) representative that at the end of the case, the physician complained about a ¿hairline fraction seen with the flash line¿ on the vizigo¿ sheath and the solution was leaking. The vizigo¿ sheath was replaced. No adverse patient consequence was reported. The side port leakage issue is MDR reportable.